Event description:
The MFR received info alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation. The device's oxygen blending manifold assembly was replaced to address the issue.